Event description:
3m attest challenge pack did not have biological inside. Site notified mfg rep directly to make them aware of the issue and that we had the product to return if they desired. Manufacturer response for biological indicator, attest challenge pack (per site reporter).